Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported that the customer experienced a low and an elevated blood glucose (bg) level of 42 mg/dl and "high". Suspected cause was due to the customer¿s sound volume requiring adjustments. Customer consumed carbohydrates and administered a correction injection and a correction bolus via pump to address bg. Customer updated their settings to address the event.